Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and no capture at max output. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.